Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 12-dec-2017 a field service engineer found that the substrate temperature had drifted low to 37 degrees celsius; adjusted the temperature to 39 degrees celsius (standard 44 degree celsius). The fse checked the voltage and b/f probe and sampling alignments. The fse performed daily check and background measurement, ran quality controls; prl and ipth were within specifications verified by the customer. No further action was required. The aia-900 was working within specifications. The aia-900, serial number (B)(4) was installed at the account on 16-dec-2016. A complaint history review and service history review for similar complaints was performed from 16-dec-2016 through 30-nov-2017. There were no other similar complaints identified during the searched period. The prl and pth st aia-pack assay specifications indicate the following: evaluation of results: quality control; in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most likely cause of the reported issue was due to the substrate temperature needing adjustment.

Event description:
On (B)(4) 2017 tosoh became aware that during proficiency testing performance with (B)(4) ) survey samples, the customer failed intact parathyroid hormone (ipth) and prolactin (prl) on the aia-900 instrument. Quality controls were also out of acceptable range on the day of the proficiency testing. A field service engineer was dispatched to address the reported issue.